Event description:
Due to severe capsular contracture, rptr had implants removed 7/74 & replaced at that time with a second set. Following replacement in 1974, she suffered breast hemorrhage 3 wks later. Capsular contracture re-appeared. Lost 80% of skin sensation; in 1979, right implant came through (left the skin was visible on outside). Pathology report stated "foreign body reaction". Had corrective surgery for defect. Had chest wall, left shoulder & neck pain. In 1991, pt experienced burning & indention in left breast implant. Biopsy performed. Plastic surgeon recommended removal due to suspected rupture. Explanted 1994. Since implantation in 1973, she has been treated for neurological problems, (memory loss & poor balance) hearing loss, edema, severe chronic headaches, allergies, heart mitral valve prolapse, severe & disabling degeneration of spinal discs, sleep disturbances & joint & muscle pain.